Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that during biomedical engineering test, the device was losing power while under load. It would not stay on. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Reported issue: on december 13, 2019, it was reported that the device was losing power while under load. The customer returned an electric dermatome device, serial number (B)(6), for evaluation. DHR review: the device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the electric dermatome by zimmer biomet australia on december 13, 2019 revealed that the unit was not working when plugged in. Repair of the electric dermatome was performed by zimmer biomet taiwan on december 27, 2019 which included replacement of the motor, switch, bearing pack, o-ring, seal, reciprocating arm and external e-ring. Electric dermatome, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet australia it was noted that the unit was not working when plugged in. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and for any adverse trends that may warrant further action.

Event description:
There is no additional information.